Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a possible over-delivery anomaly, as the pump was delivering too much insulin. The customer reported a blood glucose value of 50 mg/dl and was treated with carb intake. The event involved product(s) mmt-1884, mmt-7040a, mmt-441ag, mmt-342. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The product mmt-7040a will not be returned for analysis. The customer will discontinue the use of the device. The products mmt-1884, mmt-441ag, mmt-342 will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test at 4.5 lbs, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generate carelink reports. Pump alarmed pump error 43 alarm on 09/17/2025 at 22:04:52.000. Pump alarmed a pump error 41 alarm on 09/17/2025 at 22:04:53.000. Pump delivered 177 bolus deliveries on the event date of 19-sep-2025 at 00:01:09.000 to 23:56:11.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Possible over delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for low bg's. Pump error 41 was confirmed in the pump history files and traces as a consequence of pump error 43. Pump error 43 was confirmed in the pump history files and traces due to a motor failure, problem isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.